Event description:
Patient was experiencing painful stimulation. The patient placed the magnet over the device to temporarily discontinue stimulation and was seen in emergency room. Neurologist programmed the device to off. It was reported that the patient's lead was broken and the patient was re-implanted with a new lead and generator.